Event description:
It was reported that the patient had their interstim permanently installed in late (B)(6) 2013 after what appeared to be a successful 10 day trial. The urologist recommended the device to the patient to treat urinary and occasional bowel incontinence. The patient had been having problems with the device, which seemed to be getting worse. At first, the patient noticed that they were feeling stimulation in odd places including on the outside of the crotch area, not the lower inner labia as the test, or in the rectum. The patient continued to have bladder accidents. The urologist turned the device up to the point that was mildly painful and told the patient to try to tolerate it. After that, the patient seemed to not urinate much for several weeks and also became extremely constipated, which laxatives failed to resolve. It appears that now the patient may have an impacted bowel and their bladder problems were worse, possibly in part due to the increased constipation. Today the patient had at least 8 accidents, 2 of which went through the depends and flowed onto the chair and floor. The patient now felt the stimulation mostly in the rectum. The patient called the urologist¿s office and they didn¿t seem to be interested in trying to adjust the device further or remove it for the patient. The urologist now wanted to inject botox into the bladder to treat what they believed was overactive bladder (oab). The patient did the interstim procedure based on their advice and didn¿t feel that doing another extreme treatment without figuring out what was causing the problem and trying safer alternatives was a good idea. The patient was not sure if the interstim would work if the urologist was willing to spend the time to troubleshoot it more with the patient, or if a wire slipped out of position after the surgery somehow, or what. The patient would most likely not have the interstim procedure again. It seemed that the patient¿s bladder and bowel problems were now worse. Perhaps the higher level of stimulation was too much and their worsened symptoms were the backlash from the device inhibiting normal functions too much. No outcome or interventions were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4).